Event description:
Spacelabs received a report that on (B)(6) 2015 at approximately 7:00 p.m., a cardiac event failed to alarm at a telemetry central monitor model 91387-38 from a telemetry transmitter model 90343 with receiver module model 90478. No one was injured as a result of this event. The customer reported there was no tracing for the event in the patient retrospective database and they were unsure if the patient was on the telemetry monitoring system at the time of the event.

Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer (fse) confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient retrospective database provided by the customer was reviewed by a spacelabs lead software engineer. At the reported event time the patient was not monitored by the telemetry system since the patient leads had been off for over an hour. The telemetry system was still broadcasting and displaying messages. The telemetry central monitor displayed ¿chan 1 & 2 ¿ leads off¿ and ¿???¿ for heart rate in the patient zone. Additionally, the user has the option to configure an alarm tone. There was no product malfunction. This record is considered complete and the issue closed.